Event description:
Customer reported he was having issues battery problems for the past six to seven days. Customer states that sometime the battery will last two or three days other more. Troubleshooting was preformed. Customer's blood glucose was 83 mg/dl. Alarm and possible cause were explained to the customer. Customer uses recommended batteries. Alarm was cleared. Customer took out and reinserted battery the same battery and the device appeared to be working. The device displayed the battery was ¾ full. Customer was advised to check battery cap and compartment for damage or corrosion, found compartment and spring were corroded. Customer was advised to clean the battery compartment and stated the device was really dirty inside. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The device had corroded battery tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.